Event description:
It was reported the patient's drg system lead had migrated. Surgical intervention was taken and the lead was replaced without complications. Stimulation therapy was restored postoperatively.